Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the display on the customer's insulin pump is blank. Customer's blood glucose level at the time 130mg/dl. Advised insulin pump would be replaced. No additional information is provided. Advised insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had blank display due to faulty lcd driver on lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.